Event description:
Patient reports being at the end of treatment and not happy with the results of the bottom teeth, specifically with the middle tooth because it feels loose. Byte cst (clinical support team) confirmed mobility.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.